Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose level of 50 mg/dl. Additionally, it was reported that the pump did not alert the customer when the low bg occurred. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.